Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis revealed there was a patient alert for superior vena cava (svc) coil <(>&<)> high voltage (x) (hvx) coil lead impedance equal to 104 ohms on (B)(6) 2012. Weekly pace lead trend data shows a gradual increase for max svc equal to 67 to 104 ohms range between (B)(6) 2011 and (B)(6) 2013. 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the device has been beeping for 2 weeks due to the right ventricular (rv) lead supra vena cava (svc) and high voltage (hv) impedance increasing. It was also noted there was high svc impedance. The rv lead remains in use. No patient complications were reported as a result of this event.